Event description:
It is reported that the end-user developed an open area with drainage at the 9 clock position of peristomal which is described as approx the size of a quarter associated with the ostomy product. It is further reported that treatment was provided with hydrofers blue topical wound dressing, skin cohesive seal and an unk prescription antibiotic.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on august 01, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.